Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device replacement due to normal elective replacement indicator (eri), there was difficultly loosening the set screw to remove the ventricular lead. Additionally, the set screw to remove the atrial lead was unable to be loosened as the hex wrench was unable to fit in the set screw. Three different hex wrenches were used but were unsuccessful in fitting into the set screw. The atrial lead was cut and the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, the device had reached normal eri. Analysis found calcified blood filling the a-setscrew inset. The calcified blood prevented the wrench from engaging the a-setscrew inset to loosen the setscrew. With the blood removed from the setscrew inset, a wrench could be fully inserted into the inset and engaged the inset and loosen the setscrew. The stuck lead could then be removed. The v-setscrew was not returned. The accumulation of calcified blood on the connector block and threads indicate the v-setscrew most likely had calcified blood also in the setscrew inset making it difficult to loosen the setscrew. The blood most likely came through damage to the septums in the form of holes punched through them by the user of the wrench during implant. The reported event of difficulty loosening the a-setscrew to remove the lead was confirmed.